Event description:
This device was explanted due to eos. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. A number of 41 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. In conclusion, the battery status eos was anticipated. There was no indication of an ICD malfunction. The review of the quality documents confirmed a regular device manufacturing.